Event description:
It was reported that the customer was hospitalized and admitted to the intensive care unit (ICU) "about 3 months ago"; however, the specific date could not be recalled by the customer. The customer's blood glucose (bg) level was over 400mg/dl and ketones; cause of bg not known and customer could not recall the exact bg value. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later with the issue resolved and no permanent damage; however, the specific date could not be recalled by the customer. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.